Manufacturer narrative:
Patient specifics regarding age and weight were not provided. On (B)(6), 2012, the doctor re-cemented the crown using a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was returned and evaluated. A visual inspection revealed a homogenous paste, free of contamination. A 'gel time' and 'set time' were performed yielding results within specifications. No similar complaints were received with regard to this lot. These investigation results indicate that this incident occurred as a result of a user/technique related problem and was not due to a product failure.

Event description:
A doctor's office alleged that a patient had experienced a debonding of a crown after placement with maxcem elite.